Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6)2024, it was reported that there was occlusion troubleshooting indicated issue with the infusion set site within 3 hours of insertion at abdomen. The patient changed supplies as necessary and resumed insulin therapy. No further information available